Manufacturer narrative:
Investigation: visual investigation revealed that the tip of the jaws were very burnt. The silicone boots were cracking and the heater had lifted up somewhat. There was some evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. The handle was opened up and it was found that there was some soldering flux on the switch. Based upon this, the reported failure ¿device self activated¿ was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro self activated during the pre-test. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.